Event description:
It was reported that the customer received an occlusion alarm. The customer declined to perform troubleshooting. Customer had elevated blood glucose levels (250 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.